Event description:
It was reported that the customer's insulin pump delivered a bolus. It was stated that the bolus was not registered in the bolus history. It was stated that the customer has high blood glucose of 29mmol/l, and the mother does not trust the insulin pump. Advise that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.